Manufacturer narrative:
Upon complaint review it was determined that is a reportable event for siderail not latching. Replacement latch kit installed upon which resolved the problem.

Event description:
Bed siderails would not latch. There were no injuries in this event.